Event description:
It was reported that the device experienced a power on reset and was at eri (elective replacement indicator). The patient had undergone radiation therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal depletion was found along with a ram chip memory error.